Event description:
Information was received that after filling and during post compounding of this smiths medical cadd cassette reservoirs, leaking from the bladder was noticed. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluation: cadd cassette reservoirs samples were received from p/n 21-7302-24, the samples were received in used conditions without their original package. The returned t unit were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to testing procedure and no damages or workmanship defects were detected. Functional testing was performed by using a syringe to infuse water into the cassette bag and a leak was detected on seven samples between the tube and bag. The customer reported problem was confirmed. According to the investigation, root cause investigation and corrective actions will be followed by CAPA process. The problem source of the reported problem is manufacturing.